Event description:
The patient was injected in the glabella with radiesse dermal filler. Area blanched at time of injection and developed redness 2 days post injection. Necrosis was diagnosed by injecting physician on (B) (6) 2010. The patient was initially treated with a course of amoxicillin and acyclovir.

Manufacturer narrative:
The patient was treated with amoxicillin and acyclovir following diagnosis. Follow up with the physician indicates the patient is healing and will be monitored. A review of the device history records indicates the reported lot #1016437 met all specifications prior to release.